Manufacturer narrative:
Per good faith effort (gfe) response received on 18sep2025, the biomedical engineer (bme) confirmed the 1122 error code in the event log, but after running a full performance verification test (pvt), the bme found that the 1122 "blower temperature high" alarm error could not be duplicated. The blower therefore did not need to be replaced, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1122 "blower temperature high" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1122 "blower temperature high" error occurred. The customer also noted that the 1122 error code was logged in the event log at the time the issue was discovered. The remote service engineer (rse) informed the customer of the recommended repair per the v60 service manual: 1. Verify that the air inlet filter is not dirty or blocked. 2. Verify that the cooling fan is operational. 3. Replace the blower. 4. Replace the motor controller (mc) printed circuit board assembly (pcba). The customer is going to inspect the air inlet filter to see if it needs to be replaced and will perform a successful performance verification test (pvt) before returning the device to service. The rse also advised the customer to replace the blower if the air inlet filter and cooling fan are operating as intended and provided the customer with the part number and price of the replacement blower in the event that the blower needs to be replaced. This investigation is ongoing.